Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic when episodes of atrial tachycardia/atrial fibrillation were observed. Reprogramming was recommended.

Manufacturer narrative:
Correction needed to correct event description; the device exhibited far r wave oversensing.

Event description:
Correction needed to correct event description; the device exhibited far r wave oversensing.